Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) shock lead impedances (sli) that gradually rose from normal values. A commanded shock was delivered and oor sli impedances were confirmed. The rv lead has been surgically abandoned at this point and a new rv lead was implanted. Also, the left ventricular (lv) lead showed an increase in pacing impedances but was left implanted and active. No additional adverse patient effects were reported.